Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks across multiple episodes. The r-wave amplitude was noted to have decreased and the smartpass feature was disabled. The patient was subsequently hospitalized. Rhythmcare provided further troubleshooting options to be completed. This device remains in service. No additional adverse patient effects were reported.